Manufacturer narrative:
Investigation: DHR - there was no abnormality found for this batch. Actual samples received, unused samples of the same batch were also received. Confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. The actual sample septum small holes and large holes are not closed. The return of the unused samples, septum hole is slightly open. Performed leakage test on 220 unused samples from the affected lot that were returned by the customer. Found 4 out of the 220 samples with leakage when subjected to system pressure of 45 psi which failed the specification. 10 retained samples from the affected batch were tested for leakage test to 45 psi system pressure per product specification. No leakage was observed in all retained samples. The septums were also inspected under 10x microscope and no abnormality was found. In conclusion: the affected products could have been subjected to higher temperature than usual during the record hot summer. The factory is fully investigating such defects. Thorough investigation followed by corrective preventive actions will be conducted and implemented in the CAPA (B)(4).

Event description:
It was reported that the septum of the bd intima-ii¿ closed IV catheter leaked after removing the needle. There was no report of injury or medical intervention.